Event description:
It was reported via repair work order that the left calf support was stuck due to rust. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.